Event description:
Complainant alleged that while attempting to treat a patient for syncope, the clinician was attempting to pace the patient's heart rhythm and during a period of asystole and unresponsiveness, the device did not have pacer output. The complainant indicated that the patient spontaneously went back into a normal sinus rhythm and regained consciousness. The complainant alleged that the clinician retested for capture of the patient's heart rhythm following the event with the same result of no pacer output. The doctor was made aware of the event and came in to check on the patient and the device. The doctor alleged that the device displayed a "lead fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has not been received and this complaint is still under investigation.